Event description:
It was reported that the customer went to the emergency room for diabetic ketoacidosis and blood glucose level of 425mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, an altitude alarm had occurred while the customer was not outside of the labeled operating altitude range. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.